Manufacturer narrative:
The complaint kit, smart card, customer provided video, and photographs were returned for evaluation. Review of the smart card data shows that an alarm #7: blood leak? (Cent chamber) occurred after 1501 ml of whole blood was processed. The customer provided video and photographs verify the reported drive tube leak as blood is visible on the centrifuge walls and on the drive tube. Examination of the returned kit found a small amount of dried blood under the upper drive tube bearing. A pressure test was performed, and a leak was confirmed from a pinhole located near the upper drive tube. A material trace of the drive tube assembly and its components used to build lot n335 found no related non-conformance. The device history record (DHR) review did not result in any related non-conformances. This lot passed all lot release testing. The root cause of the leak in the drive tube could not be determined based on the available information. No further action is required at this time. (B)(4), (B)(6) 2025.

Manufacturer narrative:
The system was used for treatment. This case is reportable as a MDR due to the reportable malfunction drive tube leak/break. Since this reportable malfunction is only associated with the kit, this MDR will only be against the kit. A batch record review for kit lot n335 was conducted. There were no non-conformances associated with this lot. This lot met all release requirements. A review of kit lot n335 shows no trends. Trends were reviewed for complaint categories, drive tube leak/break and alarm #7: blood leak? (Cent chamber). No trends were detected for these complaint categories. At the time of this report, the analysis of the photographs, video and kit return is still in process. A final report will be filed when the analysis is complete. (B)(4). H.m. (B)(6) 2025.

Event description:
The customer contacted mallinckrodt to report they experienced a drive tube leak/break with their cellex photopheresis kit ("kit") during an extracorporeal photopheresis (ecp) treatment. The customer reported an alarm # 7: blood leak? (Centrifuge chamber) after 1501 ml of whole blood had been processed. The customer reported the leak appeared to be coming from the drive tube. The ecp treatment was aborted and no residual blood within the kit was returned to the patient. The customer reported the patient was in stable condition. The customer returned photographs and a video and will return the kit for investigation.